Manufacturer narrative:
During review of the customer-supplied software data files, thermo fisher scientific identified one (1) well out of 384 wells with a false positive patient result. The false positive was attributed to an air bubble in the reaction well that popped during pcr thermocycling. This resulted in non-specific amplification that crossed the threshold and caused a false positive result for the well. The root cause of this issue was identified as the user's improper centrifugation of the qpcr plate, which prevented the trapped air bubbles from being popped prior to thermocycling in pcr. The presence of bubbles is indicative of inadequate centrifugation. Subsequent runs were identified as normal. Thermo fisher instructed the customer to centrifuge the qpcr plate properly per the instructions in the instructions for use to help prevent recurrence of the issue.

Event description:
Improper centrifugation by the user led to one (1) false positive covid-19 result. On (B)(6) 2021, customer reported one (1) suspected false positive covid-19 result to thermo fisher scientific while running the taqpath covid-19 combo kit. The customer did not report any deaths or serious injuries as a result. Thermo fisher was not able to confirm whether or not the false positive patient result was reported to the physician and/or patient.

Manufacturer narrative:
During review of the customer supplied software data files, thermo fisher scientific identified one well out of 384 wells with a false positive patient sample result. The false positive was attributed to an air bubble in the reaction well that popped during pcr cycling. This resulted in non-specific amplification that crossed the threshold and caused a false positive result for the well. The root cause of this issue was identified as the user's improper centrifugation of the qpcr plate, which prevented the trapped air bubbles from being popped prior to thermocycling in pcr. Correction on march 10, 2021: this MDR was sent previously to FDA on march 2, 2021 under the wrong MFR report number 3003673482-2019-00004, which included an incorrect fei number and year. A new MDR containing the same information will be submitted under the correct MFR report number, 3009976420-2021-00004.